Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that there were two small tears in the optic and a haptic was torn off and missing. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the trailing haptic remained in the injector during insertion. The reporter stated a new technician was in training and the incident may be due to a loading error. The incision was enlarged slightly but no sutures were required.